Manufacturer narrative:
This report is being supplemented to provide additional information, results of microbial testing, and results of device evaluation. A reprocessing in-service and observation at the hospital was completed by an olympus representative on may 24, 2023. During the in-service, the olympus representative informed the technicians of reprocessing and the importance of all steps. After the device was returned to olympus, it was sent out for additional testing. The distal end and elevator mechanism, the air/water channel, and the instrument/suction channels were sampled. The instrument/suction channel tested positive for paenibacilius species. The distal end and elevator mechanism tested positive for bacillus pumilus and bacillus safensis. During device evaluation at olympus, it was found that there were no signs of foreign stain, residue, materials or objects in the biopsy and suction channels found during visual inspection using a boroscope. The insertion tube, bending section cover adhesive, distal end cover body, objective lens, light guide lens, and elevator forceps raiser were all inspected and there was no evidence of foreign stains/residue. Also, evaluation found the biopsy channel was kinked, the control knob had play, the distal end cover and body was dented and scratched on the hold ring, the cement of the objective lens was peeled, the bending section cover was loose, the bending section cover adhesive was cracked, the insertion tube had minor surface scratches, the grip had a customer label, the light guide tube had minor scratches, and the scope connector had minor scratches and a dent on the plug unit pins. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the independent microbial sampling results. The microbial sampling found that the scope tested positive for paenibacillus species on the instrument channel. The scope also tested positive for bacillus pumilus and bacillus safensis on the distal end and elevator mechanism. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the customer not adhering to instructions for use (IFU) when reprocessing the scope contributed to the failure. During the the inservice, the following was observed: endoscopy technician while depressing the suction valve did not move the elevator control lever in each direction three times to move the forcep elevator up and down. The endoscopy technician used a non olympus single use air and water cleaning adapter. The sterile processing technician did not brush the front of the forceps evator with the bending section straight and instrument channel open. The sterile processing technician stated that when delayed reprocessing occurs, the scope is only soaked for 30 minutes. The sterile processing technician did not perform inspection of the distal end flushing adapter. The sterile processing technician used a non-olympus leak tester. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was reprocessed after the scope tested positive and the atp test was not failed. The scope was not eto sterilized and the scope was last reprocessed on (B)(6) 2023. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. Manual cleaning was not done within an hour after the procedure, but the scope was presoaked. The scope passed a leak test. Intercept detergent was used for manual cleaning. The instrument, suction, and balloon channels and the forceps elevator were brushed during manual cleaning. An olympus oer-elite automatic endoscope reprocessor (aer) was used with endoquick as the detergent and acecide as the disinfectant. All channels were connected with tubes when setting up the aer. There were no changes in the reprocessing personal at the site. The scope was stored vertically in a hepa-filter scope cabinet. An olympus endoscopy support specialist (ess) planned to visit the site for a reprocessing in-service; however, the in-service has not been scheduled as of the date of this report. After the device was returned to olympus, it was sent out for additional testing. Testing results were not available at the time of this report. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii duodenovideoscope tested positive for an unexpected contamination. The scope failed two culture tests. There was no reported patient harm or impact due to this event.